Event description:
Caller reported a cgm error identified as error 42. There was no reported adverse impact to the customer's blood glucose level. Customer was guided by technical support through a pump reset process, and after the reset, the cgm error did not reappear. The caller was able to successfully start their sensor session.